Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-4020c-07 was received for investigation. Functional testing was not able to be performed due to the damage to the device. Upon visual evaluation, the screw broke and is coming apart at multiple of the twists. The method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. Dfu-0111-eor2; g; 6 states: "it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal." The most likely cause can be attributed misuse due to improper bone preparation; misaligned insertion; or prying/leveraging the screw during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee arthroscopy the implant broke while screwing into the bone. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.